Event description:
A lead extraction procedure commenced to remove a ra lead because it was causing the patient pain and to remove a capped rv lead, to upgrade to ICD. The other (active) rv lead was functioning fine so the plan was to leave that lead intact. Patient had very low lv output before the procedure began. All leads were prepped with lld. Physician began on the ra lead, and used the glidelight to extract. The ra lead was extracted successfully. Physician decided to start venoplasty procedure. The surgeon used a glidewire but could not get it to advance. He then switched to the venoplasty wire. Guide wire was inserted (manufacturer unk), but again he couldn't get the wire down. He decided to move on to the rv lead, and when we started with the laser, we did make any progress past the subclavian. He switched to a tightrail, and we made it past the svc and onto the lead's second coil before we had stalled progression. We noticed the patient's blood pressure dropped but very slowly. He removed the mechanical tool, consulted anesthesia and saw a small effusion. Then we placed the rescue balloon up in the svc and patient stabilized. Anesthesia noted the effusion was not growing larger, but we decided to call in CT to have a look. At this point the patient's blood pressure was fluctuating, so CT scrubbed in and a sternotomy was performed. The surgeon noted a tiny poke hole in the svc and repaired it. After reviewing the images the physician believes the guide wire poked a hole through the svc. Rv lead was not removed. Lld was removed before abandoning. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).